Event description:
Customer alleged obtaining a discrepant blood glucose results of 115 mg/dl and 295 mg/dl. Also received discrepant blood glucose results of 167 mg/dl and 403 mg/dl. Both sets back to back on the aviva system when testing was performed 10 minutes apart. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.